Event description:
The customer reported avastatin 830 mg research drug infused 15 minutes longer than expected. The infusion started at 1435 with a vtbi 143.2 ml to infuse over 30 minutes; the infusion ended at 1520. There was no pt harm or medical intervention. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: march 19, 2014. Internal file no: (B)(4). The customer declined an event log review and product evaluation. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.